Manufacturer narrative:
Based on the claim against the product by the customer noting the patient side cart (psc) switched to battery while in use, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to replicate the reported issue. Fse reviewed the logs and confirmed the reported error code 417. Fse replaced the medical grade power supply (mgps) 1 and 2 as a precaution. The system was tested and verified as ready for use. The first mgps was analyzed and found the reported issue could be confirmed but could not reproduce. Failure analysis reviewed logs and noted several 417 and 418 errors. The unit was installed into a printed circuit assembly (pca) system. The system started up without any errors. The system was power cycled ten times and passed with no errors. Voltage was on range and both fans were working. The second mgps was analyzed and found failure analysis investigations were able to confirm (via logs) and reproduce the reported issue. Failure analysis reviewed logs and noted several 417 and 418 errors. The unit was installed on the pca system for further testing. System started up and failed with error 417 displayed. The voltage was too low, and fans stopped running. The complaint regarding the psc switched to battery while in use was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis was able to reproduce the issue with the second medical grade power supply that caused the patient side cart to switch to battery while in use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) switched to battery while in use. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted error code 417 on both power supplies and error code 418 on power supply 2. The system was shutdown during the call, so the tse was unable to determine if issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator but was not able to obtain any additional information.